Manufacturer narrative:
The manufacturer received information stating that the device was scrapped and will not be returning to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Patient also alleged cough. Section d1, g4 and h6 are updated with corrected data.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma, kidney, and liver issues. There is no report of the medical intervention that the patient has received at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.